Event description:
It was reported via voluntary medwatch that the patient presented in clinic for generator changeout procedure. During procedure, it was found that a lead exhibited shorted circuit. It was unclear whether the lead was explanted and replaced. Further information was not provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5145247.